Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise classified as vf episodes. The lead was capped and replaced on (B)(6) 2016. The patient was stable before and after the event.